Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 35 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include weak and dizzy. The patient's mother called their neighbor who is a nurse for assistance. Patient was treated with 44oz of juice. The patient was released the same day (B)(6) 2025). It was also reported that the pod was giving a hazard alarm.